Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in two pieces for analysis. Visual inspection revealed the helix to be retracted and clogged with dried blood/tissue. After cleaning the helix and cutting the lead, the helix was able to be extended and retracted by applying torque directly at the inner coil. The full helix extension was within specification. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.

Manufacturer narrative:
Source: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14961 and 2017865-2020-14964. During a clinic follow-up, a hematoma was noted around the device pocket. A pocket revision procedure was scheduled to resolve the hematoma. During the revision procedure, blood was noted under the insulation of the right ventricular (rv) lead due to insulation damage. The physician decided to replace the rv lead, however, the rv lead was not able to be disconnected from the device header. The rv lead and the device were explanted. During the explant of the rv lead and device, the right atrial (ra) lead became dislodged. The ra lead was also explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.